Event description:
It was reported by the distributor that a malfunction occurred with the code 15-0x277e. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and confirmed the customer's shipping address. The customer received a replacement pump to continue insulin delivery without interruption.